Event description:
The reporter stated that during a surgical procedure to remove a panta nail, the tip of the t hands extractor broke off during turning and pulling on the panta nail.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.